Event description:
It was reported that the patient presented at the clinic for a follow-up visit due to far-field p-wave oversensing noted on their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The patient's rv lead also exhibited r-wave amplitude variation. During this time, the patient developed an atrial fibrillation. No intervention was performed. The patient was stable.